Event description:
Found trapped face down in the side compartment of the vail bed. Immediately noticed they were not breathing and began chest compressions and mouth to mouth resuscitation. They died as a result of suffocation.